Event description:
In 2008, the patient reported that his infusion device was not properly delivering insulin. He stated that four days prior, he was admitted to the hospital and diagnosed with ketoacidosis and dehydration. He stated that he arrived home from work at 2:30pm and his blood glucose measured 469 mg/dl. He bolused 20 units of insulin. He stated that he laid down and ''some time later" his blood glucose measured 430 mg/dl. He again bolused 20 units of insulin. He stated that his blood glucose then elevated again (value not provided) and he then changed his headset and bolused another 25 units of insulin. At 9:30pm he went to the hospital and was treated with an insulin IV. He stated that it was determined that he may have had a "bug" in his gi tract. He was released from the hospital two days later. He stated he "tested" his infusion device by disconnecting from his infusion site and bolusing 10 units of insulin. He stated that no insulin dripped from the infusion tubing. He stated that he originally thought the elevated blood glucose was due to the flu. The patient switched to his backup infusion device and was sent a replacement device. Upon follow up in the same month, the patient stated he received his replacement infusion device and has had no further issues. Product was requested to be returned for evaluation.